Event description:
Patient was implanted with ti distal femur liss plate and fifteen (15) screws following a motor vehicle accident approximately one year ago on an unknown date. Patient was returned to the or for removal of hardware due to the fracture not healing correctly. Reportedly three (3) liss set screws and two (2) locking screws were broken at the head post-operatively. Surgeon removed all hardware and a bone biopsy was performed to check for infections; results pending at the time of report. Surgeon will consider possible im nail implant for the patient. This is 12 of 16 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.